Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training at the time of the call. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The error occurs when the blood sample is absorbed .the customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of 366mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is less than 4 months ago. The meter memory was not reviewed for previous test result history.